Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the cannula broke when inserted through the gel port. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula broke when inserted through the gel port. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint of ¿broke in half¿. Upon failure analysis, the cannula was returned with the tube detached from the bowl at the weld between the two components. The cannula could no longer be used and no missing pieces were observed. The known common cause of this failure is likely a supplier quality related due to a weld defect.

Event description:
Refer toadditional for follow-up information.